Event description:
It was reported that a clearlink system continu-flo solution set leaked. A 22 gauge IV was started in the right anticubital space. The set was primed prior to starting infusion. After the infusion was initiated the patient went to the bathroom. When the patient returned from the bathroom, liquid was seen on the floor. It was then noticed that blood was backing up the tubing. The leak was noted to be coming from the first luer lock hub. Both the IV fluid and the blood were observed to be leaking onto the bed near the patient. There was a small amount of blood loss to the patient; the exact amount is unknown. The IV tubing was changed in order to remediate the reported malfunction. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation information: the sample was returned for evaluation. A visual inspection identified a pin hole where it the tubing had been creased. Water was run through the tubing and a leak was confirmed at the location of the pin hole.

Manufacturer narrative:
(B)(4). Evaluation information: the cause is unknown. Should additional relevant information become available, a follow-up medwatch will be submitted.